Event description:
Hospital reports on (B)(6), 2011, a (B)(6) old girl was exposed to benzoin in her eyes when the solution dripped out of the vent hole in the applicator. She suffered a 3 cm corneal abrasion with continued epithelial loss in her right eye. The left eye only had minimal exposure to the product. This occurred when patient had been extubated and the extubation failed and she required an emergent intubation. Once she was intubated, the sepp was activated to use in conjunction with the stabilizing tape for her endotracheal tube. At that time the solution dripped in her eyes. Her eyes were immediately rinsed with a liter of fluid. The patient was under the care of an ophthalmologist who has treated her with eye drops and eye covers. The doctor noted during the course of this investigation that he believes the child may have suffered a corneal burn due to the prolonged healing time of the right eye. The reaction in both eyes has now resolved.